Manufacturer narrative:
Additional information provided for. The lot was manufactured between may 8, 2017 ¿ may 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse. The device had been filled with fluorouracil in 115ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.